Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin was leaking from infusion set base on (B)(6)2024. The blood glucose level was 334 mg/dl at the time of event. No further information available.